Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with ra lead noise. Review of the electrograms confirmed noise. Noise was first seen during a follow-up visit. Electrical measurements were reported to be normal. Bringing the patient to the clinic to reproduce the noise with isometrics and pocket manipulation was suggested. No further information is available.